Event description:
During a c6-7 procedure, while the surgeon was seating the screws into the bone, the exoskeleton tcs 6 degree lordotic medium implant was pulled posteriorly. The surgeon revised the placement of the implant in the disk space by removing the screws and using an anterior plate. Upon removal of the screws, the lock-ring of one of the screws had fallen off and was found within the wound.

Manufacturer narrative:
The tcs 3.5mm bone screw was reviewed prior to release to the field; no anomalies or discrepancies were noted. The device was found to be conforming to the spec.